Event description:
Prior to an implant attempt of the subject device, it was reported by the physician that there appeared to be a sign of mechanical damage to the pacemaker. The device was returned for analysis.

Manufacturer narrative:
(B)(4), 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.